Event description:
It was reported the device shutdown after finishing the self test, the device shows the battery has a problem. No patient involvement reported at this time.

Manufacturer narrative:
The authorized service provider evaluated the device on site. It was determined that this was a malfunction of the battery which was replaced, and the device was returned to full functionality. The device remains at the customer site and no further evaluation is warranted at this time.